Manufacturer narrative:
A2 - patient age: corrected. Section h6 health effect - clinical code: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a sudden decrease in pump flow was confirmed on (B)(6) 2024 through the evaluation of the submitted log files. It was then reported that the patient passed away due to cardiac arrest following a pump stop event. It was reported that the account suspected that the pump stopped because of thrombosis. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) and the hm 3 lvas patient handbook (rev. G) are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and death as adverse events that may be associated with the use of the hm 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management" lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2024 that the patient had severe terminal heart failure. Since implantation, untimely alerts of the right ventricular assistance occurred several times a day while the device seemed to work correctly. A few days before the incident, the patient had secondary syncope to a low cardiac output signaled by an alarm from the device which revealed a proximal thrombus of the right ventricular outflow cannula. The patient was put on heparin therapy at a curative dose. 4 days later, the patient was treated for cardiogenic shock due to thrombosis of the left ventricular assistance device. During fibrinolysis, the patient's condition deteriorated suddenly and required the establishment of ECMO. The patient remained in cardiorespiratory arrest for 11 minutes without any flow during the establishment of ECMO.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a sudden drop in pump flow and had a low flow alarm. A chest scan was performed. It was stated that the patient expired because their pump stopped. They had cardiac arrest, and extracorporeal membrane oxygenation (ECMO) was implanted but had no flow for 10 minutes. It was communicated on 10sep2024 that the death was considered to be device related because the pump stop was related to thrombosis. The device did not operate as expected and was not to return for evaluation. There were no changes to patient condition or anticoagulation status that may have contributed to the thrombus. It was also noted that there were no changes to pump parameters.